Manufacturer narrative:
Age at time of event: 18 years or older. B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and mildly calcified right coronary artery (rca). After direct stenting was performed, a 3.25mm x 12mm nc emerge balloon catheter was used for post dilation. However upon the first inflation at 8 atmospheres, the pressure stopped increasing. The device was removed and it was noted that the balloon ruptured. The procedure was then completed with a non-bsc balloon catheter. No patient complications were reported.